Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and an inappropriate shock due to a sinus driven rhythm. Technical services (ts) was consulted and recommended reprogramming options. This ICD remains in service. No additional adverse patient effects were reported.